Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative and consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was having to charge too often. It was indicated that this was different than before. They stated that this past (B)(6) they charged for three hours, but the ins didn¿t charge. The rep stated that they looked at the clinician programmer stats (without technical services on the phone) and saw the average number of coupling boxes were 8 boxes and a .4 hour and .2 hour charge were done on (B)(6), both ending at 0 percent charge. There were no symptoms reported. Technical services advised the rep that based on the small amount data it was likely the recharger was working as intended. The patient was on the line and indicated that they use the antenna belt and it holds the recharger antenna in place and technical services mentioned it was possible that the antenna moved. Technical services encouraged the rep to have the patient charge normally and come back and meet with them again. At that time their data could be reviewed again. It was reported the event occurred on (B)(6) 2017. No further complications were reported/anticipated.